Manufacturer narrative:
(B)(4). Although no complaint device is being returned, the customer provided photos depicting bubbling in the extension tube. During the course of investigation, a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control (qc) and trends was conducted. This manifold assembly is manufactured by a vendor and is subject to quality conformance inspection per incoming quality control personnel for tensile testing. It is 100% inspected confirming the lumens are open and that extensions are properly aligned. There is also a confirmation that the overall catheter surface is clean and free of damage or excessive imperfections. This device is shipped with our instructions for use (IFU); which in addition to providing catheter maintenance info, advises: "user of a 10cc syringe or larger will reduce the risk of catheter rupture". In consultation with the (B)(4), the following has been determined: this bubbling effect is usually precipitated by stress and/or damage to that area of the silicone material [the extension tubes in this case]. Stress to the material could be attributed to tension, stretching, and/or tightly kinking. Once weakened, if the lumen is over-pressurized, ballooning of the material can result. Over- pressurizing the material can easily be caused by using a syringe smaller than 10ml for injection and/or clearing a device occlusion. Once the device has experienced the ballooning effect, it will likely be a reoccurring event resulting in eventual catheter rupture. The events experienced by the facility reference in this complaint is likely attributed to product use/maintenance. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Quality engineering risk assessment (qera) was used to assess the risk of this complaint. Per the conclusion of the qera no further risk reduction is required. This was determined to be reportable on 06/18/2015, based on the investigation results.

Event description:
Info was provided that occlusion problems were encountered. Additional info provided stated that the tpn catheter keeps clotting. During the attempt to infuse with a syringe, a bubble is formed on the catheter outside of the pt. The catheter has to be removed every time and is replaced with another MFR's line. Per info provided by the reporter, the pt did not experience any adverse effects due to this occurrence.